Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge engaged to the handle with the procedural sheath pulled back against the shuttle. The positioning of the shuttle indicated that the device may have been manipulated subsequent to the procedure. The advancer tube was engaged to the proximal tamp lock. A segment of the sealant was found adhered to the inside wall of the shuttle cartridge. The sealant was completely soaked in blood. If the device was exposed to an elevated temperature, the sealant grip tip may adhere to the shuttle cartridge, which could lead to device jam. Both the shuttle cartridge and introducer sheath moved freely on the catheter shaft. The catheter, shuttle cartridge and procedural sheath were inspected for anomalies (i.e., kinks, deformity). A kink was observed on the catheter shift proximal to the balloon bond. The kink probably occurred during subsequent handling as the device was returned in a small bag. The review of the lhr (lot f1335002) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable root cause for the reported device deployment jam could not be conclusively determined.

Event description:
The following info was reported: female pt underwent a left heart catheterization and aortic valvuloplasty procedure on (B)(6) 2014. The physician placed one 12f sheath in the right femoral artery after deploying 2 (perclose) devices from another manufacturer to close the "large" borehole. While attempting to access the right femoral vein, the right femoral artery was accessed again. One 6f sheath was placed in this arterial puncture. The right femoral vein was then accessed and one 6f sheath was inserted in the vein. At the completion of the procedure the physician who is a trained mynx user elected to close the 6f arterial sheath with one mynxgrip (6f/7f) vascular closure device prior to removing the 12f sheath and tying down the (perclose) sutures. After inserting the mynxgrip device, inflating the balloon and pulling the balloon back to the arteriotomy, the physician confirmed temporary hemostasis by opening the sheath's side port. The sealant was shuttled down to a firm stop. When the physician attempted to withdraw the sheath from the tissue tract, thus exposing the sealant, the sheath would not slide back away from the arteriotomy. The physician made multiple attempts to pull the sheath back with no success. The mynxgrip device balloon was left inflated and the 12f sheath was removed with the 2 (perclose) sutures pushed down to the arteriotomy and hemostasis was achieved. The mynxgrip device balloon was then deflated and the device was removed from the pt. Manual compression was held for 10 minutes. Arterial hemostasis was achieved. The venous sheath was then removed and venous manual compression was held. Venous hemostasis was achieved. The pt was discharged from the hospital on (B)(6) 2014. The pt's hospitalization was not mynx-related. Stick location: right common femoral artery. Vessel size: 7mm.